Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened dome switch on the up arrow button, down arrow button, and act button. No button error alarm was noted. The insulin pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and small dents around casing noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while changing out the set. It was reportedly stated that damage occured while the customer was go-karting. The customer's blood glucose was 7.9 mmol/l. The customer was reportedly treating with injections. Nothing further was reported.